Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 581 mg/dl. Customer's other blood glucose values were 365 mg/dl, 200 mg/dl, 600 mg/dl, 551 mg/dl, 463 mg/dl, 583 mg/dl. The customer was treated with insulin pump for high blood glucose levels. The customer declined the troubleshooting for high blood glucose levels. The device is not expected to be returned for analysis.